Event description:
It was reported that the customer was overriding the automatic bolus and entering less carbohydrates to avoid having low bgs, and the carbohydrate ratio was set too low in their profile settings on the pump. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.